Manufacturer narrative:
Other, skin contact with hydrogen peroxide, labeled. Capital equipment, fse went to user facility. The fse found the unit running to specifications.

Event description:
The affiliate reported a customer who stated that a healthcare worker experienced a "burn" with pain while removing items from a completed cycle. The employee reported pain and white discoloration in their hand. The employee rinsed the contact site with running water and then saw a dermatologist for the "burn", who prescribed betamethasone ointment. The contact site cleared in two days. The field service engineer (fse) assessed the unit.